Event description:
It was reported that during a ptca procedure in a 99% occluded, calcified lesion, the tip of the wire broke off after continued torquing. The tip remained in the patient. The ptca procedure could not be performed and the patient went to surgery but not as a result of this incident. Patient status is listed as "okay".